Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis o the complaint device could no be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex biliary fully covered stent was implanted to treat a stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. According to the complainant, sometime post stent placement, the stent cover was noted to be "ratty". Reportedly, the physician was comfortable leaving the stent where it was implanted. There were no patient complications as a result of this event.